Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient has an inoperable ipg. The patient reported a significant weight loss since the original implant date. It was confirmed that the ipg would not communicate with the patient programmer and charger. The patient plans to undergo surgery to replace the ipg.